Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a endoscopic submucosal dissection, the subject device was used. In the procedure, the distal part of the subject device was broken off and fell into the patient. The fragment was not retrieved. The procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the distal part.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal tip of the subject device was missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tip was damaged and fell off since electric discharge occurred, temperature of the distal end of the subject device was increased, and besides a fixation strength of an adhesive was decreased. Also, it was known that electric discharge might occur because the electro surgical unit was used in the situation that the cutting knife contacted the tissue at point or it was close to the tissue. The instruction manual of the device has already warned as follows; *when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps.